Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, the right ventricular lead exhibited episodes of non-sustained right ventricular oversensing. No intervention was performed. The patient was asymptomatic and will continue to be monitored.